Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign object was observed in the port of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The foreign object was described as "like a dot." The issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: september 09, 2021 - september 10, 2021. The device was received for evaluation. Unaided visual inspection was performed along with magnification with the fill port cap removed which observed particle matter (white elongated polymeric appearing particle) inside the fill port interior wall. The particle was morphologically consistent with fill port material. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.